Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. The field service engineer (fse) performed preventative maintenance-c (pm-c) on the instrument. The fse performed a passing 50-repetition precision test using level 1 quality control (qc) material. The fse did obtain qns (insufficient quantity) on seven of the samples. Service activity performed was verified to meet the specified requirements per established procedures. Test results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-01049.

Event description:
The customer reported non-reproducible troponin I (access accutni) results, for five patients, on two separate event dates, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. This report is two of two referencing the three patients on the event date noted. The customer stated all original values were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The laboratory has an automatic reflex setup for all troponin results greater than or equal to 0.05 ng/ml. Following the retest results, the samples were visually inspected for any abnormalities, poured off, re-centrifuged, and retested two more times. The customer uses multiple sample types for troponin I testing: lithium heparin, red top serum separation tubes (sst) and gold top sst. System check and quality control (qc) passed within specifications at the time of the event. The laboratory performed weekly system maintenance daily. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.